Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had not had symptom relief since implant and had tried all the different programs, but they continue to have incontinence. They had talked with their healthcare provider many times, and had the whole unit reprogrammed. Their healthcare provider also mentioned that there was a problem with the circuit in the initial programming so they had tried reprogramming that as well, however nothing has helped. It was also reported that since implant they have had pain intermittently on their implant site, down their leg and coccyx area. They have also experienced intermittent shock, but it was unclear when this started. It was noted that the shock is not a big shock, but is close to the implant site. It was reported that when the device is on it was really hurting them so they turned it off on (B)(6) 2018. It was stated that it usually takes between 1 and 3 days to become uncomfortable after they turn the device back on. It was recommended that they follow up with their healthcare provider to have the device checked. No further patient complications are anticipated or expected as a result of this event.